Event description:
It was reported that this pacemaker exhibited intermittent loss of capture on the right atrial (ra) lead and concerns about intermittent undersensing. Troubleshooting options were discussed and further evaluation was recommended. Currently, this product remains in service and no adverse patient effects were reported.